Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with the pump. The customer reported the cannula to be bent. The location of the insertion is hips, buttocks and thighs. The mother mentioned that her daughter's blood glucose would go from 500 mg/dl to 29 mg/dl in one day.